Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b18, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that the catheter tip melted, resulting in a saline leak into the ablation zone in the brain's frontal lobe. Return flow appeared consistent with supply flow, so it was difficult to detect. The issue was discovered during the magnetic resonance imaging (MRI) workflow. The ablation was stopped to perform diffusion, flare, and t1 scans to confirm that no bleed in the brain occurred. Despite the issue, the surgeon chose to continue with the ablation, although the heat was much more diffused in subsequent ablations. It was noted that there were four ablations performed that did not overlap. Each pullback was measured to be 5-6mm. The event was notified at the end of the first ablation. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.